Event description:
The customer reported being hospitalized due to high blood glucose of 608mg/dl, and his blood glucose was treated with an insulin drip. The customer experienced nausea and vomiting prior to the event. Troubleshooting was declined as customer wants to monitor the current infusion he is using. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.